Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre pubic sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain due to erosion of the mesh, and underwent additional medical treatment. According to the physician, the patient reported no complications following the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.